Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2011 (date not specified). According to the csr's documentation, along with oral medication (type and dose unspecified) the patient also manages his diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, a few weeks after the reported meter issue began (date/time not specified) the patient developed a symptom of blurry vision. The patient, however, denied receiving any medical intervention/treatment after the alleged issue began. At time of the troubleshooting, the csr noted that the battery does not need to be replaced (per owner's booklet recommendation), the subject meter does not turn on with the power button, and there is no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was unable to test their blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.